Manufacturer narrative:
Of the 17 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. During investigation for unrelated allegations, there were 64 additional instances a prime issue due to a low reading from the pumps force sensor. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 17 malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue priming the pump. These reports were received from various sources. The patients associated with this allegation ranged from 7-77 years of age and between 22 and 269 pounds. Of the reported patients, 6 were male, 10 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 2 pumps were returned and investigated. There were zero instances of prime issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.